Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02372.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the first smart coil into the target vessel and made four attempts to detach it using the handle; however, the smart coil failed to detach. It was also reported that the handle did not click. Therefore, the handle and the smart coil were removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle revealed an undamaged, functional device. The nose cone was removed from the handle and the nose cone funnel was measured with pin gauges to be within specification. The handle was tested on a test fixture and performed within specification. The handle was used to detach a demonstration smart coil without an issue. Further evaluation revealed a scratch mark on the inside of the handle body. This damage is incidental to the complaint and does not affect the handles functionality. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02372. H3 other text : placeholder.